Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery.

Event description:
Based on an unverified complaint received by an acell employee, the patient had a non-acell mesh device explanted after it had failed, and an acell device implanted in its place, which allegedly "began to have problems" and "had become loose". On (B)(6) 2014 the implanted acell device was explanted, and a different acell device was implanted in its place.